Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 0.191 miu/ml when tested in a sample cup. The repeat result on another cobas e601 analyzer using the primary sample tube was 49133 mlu/ml. The initial result was not reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The hcg+b reagent lot number was 18003903 with an expiration date of 12/31/2015. The field service representative found there was a fluidic failure of the pinch valve tube and replaced it. The customer ran calibration and qc with results within defined ranges. A precision check was performed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).